Event description:
It was reported that while using an intravascular ultrasound (ivus) catheter, the distal tip of the catheter detached. After stenting of the diagonal branch off the left anterior descending (lad) artery, physician felt resistance during last ivus. Upon removal of the ivus catheter, physician observed that the ivus catheter tip and radiopaque marker band (ro) was still in the diagonal branch after the device had been removed. Another ivus catheter was used to confirm fragment remaining in the patient's body. Physician decided that patient was not a candidate for surgery; therefore, stented from the diagonal, through the lad, and into the lm to push the dislodged portion against the vessel wall. The patient was reported to be doing "well".

Manufacturer narrative:
Device tip will not be returned as it remains in the patient. Risk management would not release remainder of subject device to the manufacturer; therefore, no analysis will be performed.